Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cell says I need a new transmitter. The receiver is working fine. The transmitter was installed (B)(6) "was" occurred. Data was provided for investigation. The problem was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The root cause could not be determined. No injury or medical intervention was reported.